Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "seroma- late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma- late.

Event description:
Patient representative reports "patient's left breast swelled, it was 3 times larger than it was". Patient "drained the fluid and took anti inflammatory." Third party lawyer later reported "the patient was surprised by the news of a worldwide recall of allergan breast implants due to the high risk of developing a rare type of cancer - anaplastic lymphoma, directly associated with the textured surface of the implants" "the situation caused immense anguish, fear and emotional instability for the patient, who was forced to seek immediate physician assistance." ¿it evolved with baker IV capsular contracture and distortion of the shape of the breasts¿. "The patient developed baker IV capsular contracture and distortion of the shape of her breasts." This is for the left side device. The device remains implanted.